Manufacturer narrative:
The initial reporter's address was not provided.

Event description:
Advocate stated the customer received a blood glucose reading of 500 on the contour next, retested on a different meter and the reading was 100mg/dl. The difference between the readings fall in the "d" zone of the consensus error grid, making the difference clinically significant. There was no adverse event alleged. Strips were not expected to be returned. Strip information was not provided. A new meter was sent to the customer.